Event description:
It was reported that during follow up in the clinic, right atrial (ra) lead noise was noted from episodes on the patient's programmer. Upon interrogating prior to the lead revision procedure, multiple inappropriate automatic mode switch (ams) episodes were observed due to atrial lead oversensing. The noise was reproducible when the patient performed isometric movements. The physician elected to explant the ra lead and replace it with a new lead. The patient's condition was stable.